Event description:
It was reported that during preparation for an iliac stenting treatment procedure, a stent crimping problem was observed. According to the customer, "the end user felt as though the stent was not mounted properly on the balloon." The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "no harm."

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.